Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the alarm and instructed the caller to remove the cartridge and deliver a bolus, which was done successfully. The caller initially could not reload the original cartridge but was able to resume insulin therapy after loading a new cartridge with guidance from technical support. The issue was resolved.